Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced hyperglycemia after insulin leaked into the pump¿s cartridge chamber, which prevented proper delivery and led to sustained elevated glucose and alerts; the cartridge was replaced and glucose levels normalized. Symptoms included vomiting. Outcomes included transient limitation of routine activities. Investigation included troubleshooting and user education. Investigation of this case revealed leakage of insulin within the cartridge component with resultant high glucose. It was concluded that the event was attributable to a cartridge leakage issue with resolution after cartridge replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.